Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using an uphold vaginal support system, as the physician attempted to throw one of the leg assemblies through the sacrospinous ligament, the needle detached. The needle was reportedly captured inside the capio cage and did not fall loose inside the patient. As a result of this needle detachment, the physician was unable to pass the leg assembly through the ligament. The physician then attached a stand-alone capio suture to the affected leg assembly, and with a stand-alone capio device, successfully threw this leg through the ligament. The procedure was completed with this amended device with no complications to the patient, who is reportedly fine.